Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the transcatheter aortic valve implantation procedure involving the evolutpro+ valve, a patient exper ienced moderate paravalvular leak, with the site of insufficiency noted as anterior and posterior. A late complication of anemia, attributed to a gastrointestinal cause, was observed, necessitating a blood transfusion of one unit. The complication was assessed as not related to the device but possibly related to the procedure.

Event description:
It was reported that following the transcatheter aortic valve implantation procedure involving the evolutpro+ valve, a patient exper ienced moderate paravalvular leak, with the site of insufficiency noted as anterior and posterior. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected data: b5. B7. D4. H6. E0301 removed additional codes. F11 removed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.